Manufacturer narrative:
Incidental findings: line in lcd, damaged labels, dim led were found during the manufacturer's investigation. Manufacturer's investigation conclusion: the reported events of a controller fault alarm, line in the lcd, and dim leds were confirmed. A review of the downloaded log file spanned approximately 27 days (04jan20 ¿ 31jan20 per time stamp). A controller internal fault alarm activated on 17jan20 at 19:45 due to a lcd communication fault. The alarm remained active until the driveline was disconnected on 18jan20 at 01:17 for a controller exchange. No other notable alarms were active in the log file. The returned system controller was functionally tested and able to support pump function for an extended period of time. The line in the lcd did not affect the functionality of the controller and no alarms were reproduced during testing. The system controller was returned without any reported issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the controller fault alarm, line in the lcd, and dim leds cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a controller exchange for a unknown reason. Additional information was requested but not provided.